Event description:
Customer called and stated the pad burned a hole in his wife's nightgown, sheets and bed.

Manufacturer narrative:
Upon investigation, it appears that the cord had been burnt by an external, unk source. The customer cut out the burnt area, rewired it, taped it back together with electrical tape and continued to use it. Upon further investigation, we found: poly cover dirty or stained, pad bunched, bent/broken lead, thermostat discoloration. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions. The pad was also well beyond life expectancy.